Event description:
It was reported that during a procedure, the nurse observed that the metal place was broken off. A two minute delay was reported and a replacement was available to successfully complete the procedure. It was further stated that everything was fully removed from the surgery field.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.